Event description:
Patient received less medication than intended. The pump was programmed in the continous only mode, to deliver morphine 1mg/ml, at a rate of 9ml/hr, and a container size of 1000ml. Two days later, at 8:15am, the nurse noted the bag contained 950ml, instead of the expected 600ml. The customer contact reported, "the machine said it delivered 306ml and was still functioning,"and the display incremented as though delivery had occurred. The patient was treated with oral morphine for complaints of pain. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The patient was reported as "ok by 3:00pm." Though requestsed, no add'l info was provided.

Manufacturer narrative:
The device passed all testing including delivery accuracy.